Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the caller states the patient fell and dislocated their shoulder. The caller stated the shoulder moved and she is concerned about the implant and would like to know if a rep could come to the hospital and check it out. They are not sure if the wire of the patient's device was affected. No symptoms were reported alleged against the device or therapy. No further complications were reported or anticipated with this event.